Manufacturer narrative:
(B)(4). Batch # m52x41. The analysis found that two cartridge reloads were received. Cartridge (a) ecr60t, m52x41 was received fully fired and in good visual condition. Cartridge (b) ecr60t, m52x41 was received with the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/3. Upon further analysis the cartridge body was noted to be damaged, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No further functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing of a black cartridge using buttress material; it went perfectly. Second firing of a black cartridge without buttress material went badly. According to the surgeon, two rows on the patient side were fine but the third row was not (unsure of the specimen side). There were malformed staples including "goal posts" requiring him to sew over the staple line. My visual inspection of the reload shows staples still in the proximal portion of the load as well as visible staples throughout the reload moving distally. There also appears to be a defect in the plastic and the plastic has partially separated from the metal. Case completed by doctor sewing over the staple line. There were no patient consequences reported.